Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found a powder like substance in the bd syringe¿ with needle. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe, behind the plunger rod, were composed by lubricant from the syringe barrel. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2025 (june 11 - 14th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #7156015 (june 5 - 12th, 2017) and in lot #7160155 (june 12 - 21st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots, #7145303, #7156059, and #7160132 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7145308, #7156064, and #7160136 and no problems, defects or qn related to the reported issue were found. Root cause analysis: this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. CAPA determination: we have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4). The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Test results have confirmed that should the lubricant particles enter the fluid pathway the risk to the patient is clinically insignificant. The appropriate personnel have been notified and are looking further into this issue.